Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2012-03573. The patient received 2 scs leads with different lot numbers. It was reported the patient is experiencing "sharp shooting" pains down his leg. It was also reported that although the patient has good coverage of his pain pattern he is not receiving effective stimulation. A sjm representative was unable to resolve the issue with reprogramming. The patient wants the scs system explanted. Follow-up is pending.